Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the atrial lead was discovered to be dislodged during a post-implant check. The lead was explanted and replaced. The patient was stable before, during and after the procedure.